Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with heart failure and possible pain to the side of device. The right ventricular (rv) lead exhibited oversensing on ventricular tachycardia episodes and short v-v intervals were also noted. The implantable pulse generator (ipg) remains in use. The rv lead remains in use. No further complications have been reported as a result of this event.